Event description:
It was reported that when interrogating the device, the battery voltage was low with varying estimated longevities. There is a possible issue within the hardware of the measurement system that causes this to happen. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that when interrogating the device, the battery voltage was low with varying estimated longevities. There is a possible issue within the hardware of the measurement system that causes this to happen. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: performance data collected from the device was analyzed and revealed a battery voltage - measuring problem with a battery voltage of 2.04 v, adc measurement error.